Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated erroneous chloride (cl) results. Customer reported that the erroneous cl results caused the anion gaps to start running low around zero and negative. Customer reported that they have a policy of not reporting any electrolytes results with an anion gap < 2. Customer reported that erroneous results were not reported outside the laboratory. Customer reported that they recalibrated the analyzer and reported the results that were generated after the recalibration. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the cl port and changed the cl tip. The fse verified performance.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).